Event description:
It was reported that high impedance was observed on the patient's vns. It was recommended by the company representative for the physician to order chest and neck x-rays. The x-rays have not been reviewed by the manufacturer to date as the company representative indicated that the physician won't release the images. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported by the patient and physician that the x-rays had been performed and were normal. The x-rays have not been reviewed by the manufacturer to date as it was again indicated that the physician would not release the images.

Event description:
The patient underwent full revision surgery. The explanted devices were discarded by the explant facility. No additional relevant information has been received to date.